Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient fell asleep on a recliner and later noticed that the insulin pump was making noise. The pump had become detached, with the tube and cartridge having popped out of place. The cartridge remained inside the pump, but the leur connector was broken. The patient was advised to use tweezers or a similar tool to remove the cartridge. The patient successfully removed the cartridge and performed a supply change using all new supplies, resuming insulin therapy. At the time, blood glucose readings were elevated, with the pump reading 380 mg/dl, dexcom g7 sensor reading 391 mg/dl, and a fingerstick reading of 350 mg/dl. The patient had slept for only two to three hours and was already high at 256 mg/dl prior to the incident. The backup plan included tresiba shots; however, there were not enough needles available. Following the supply change, the pump functioned properly, and 3 units of insulin were administered. The patient reported feeling well once insulin therapy resumed. The interruption in insulin therapy and elevated blood glucose were attributed to the patient falling asleep in an unfamiliar location and becoming caught between the tubing and cartridge. The pump was not at fault and operated successfully after troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.